Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery sys. It is unk whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.